Event description:
The customer reported to olympus, while performing maintenance on the high flow insufflation unit, the front panel display disappeared. There was no patient involvement. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the failure of the printed circuit board¿s pressure sensor and pressure sensor circuit caused the high flow insufflation unit loss of control of any functions, including the alarm. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.